Event description:
It was reported that during the insertion of the epidural catheter the lor syringe did not function properly. It was difficult to know if the needle has entered the spinal space successfully. Clinical consequences: there was a dura mater breach.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the lor syringe with no relevant findings. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the lor syringe having very low resistance could not be determined based upon the information provided and without the sample.

Manufacturer narrative:
Qn#1900077456. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the insertion of the epidural catheter the lor syringe did not function properly. It was difficult to know if the needle has entered the spinal space successfully. Clinical consequences: there was a dura mater breach.